Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice(hc)device during use. The patient was connected to the machine at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any of the supply lines. Nothing unusual was noted about the supplies. The patient was informed to remove the cassette and to contact her pd nurse about the missed therapy. No clinical consequences for the patient have been reported. No sample is available for evaluation and the lot number is unknown.